Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the psn 210 dialyzer. It was reported that approximately five minutes into treatment, the blood leak alarm sounded. Blood leak was confirmed visually in the dialysate. Blood was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention to report per hcp.